Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab. The increased intra-peritoneal volume (iipv) identified in the device log was confirmed and the cause was determined to be empty detect and use error- inappropriate bypass of the low drain volume alarm. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center to report feeling full, which occurred on home choice (hc) during dwell 2 of 4. The home patient (hp) had difficulty breathing. The baxter technical representative (tsr) had the hp press "stop" and do a manual drain on the hc. The hp drained 5375 ml. The fill volume (fv) was 2500 ml. This meets baxter's iipv criteria. The tsr initiated swap of the device. The daughter will program the new hc. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.a request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.